Event description:
It was reported that the catheter array was difficult to deploy and irrigation through the flush port stopped during the procedure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was inserted into the left atrium when it was noted that the array was not deploying fully. It was also found that the flush port stopped providing irrigation to the catheter. The catheter was removed from the patient and replaced immediately. The procedure was completed afterwards with no patient complications. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.